Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. The insulin pump received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip missing reservoir tube o-ring and missing endcap sticker.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers were scrolling without the customer's input. The buttons were unresponsive. Her blood glucose level was 267 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.